Event description:
Patient¿s legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records and a review of invoice history confirms a left hip arthroplasty occurred on (B)(6) 2004 and a right hip arthroplasty occurred on (B)(6) 2005. Revision operative notes indicate a right hip revision procedure took place on (B)(6) 2009 cup instability and pain. The operative notes confirm that the acetabular cup and modular head were removed and replaced. There has been no reported revision procedure for the left hip.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-01049 & 1825034-2014-00725 & 1825034-2014-00726 & 1825034-2014-00727).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records and a review of invoice history confirms a left hip arthroplasty occurred on (B)(6) 2004 and a right hip arthroplasty occurred on (B)(6) 2005. Revision operative notes indicate a right hip revision procedure took place on (B)(6) 2009 due to cup instability and pain. The operative notes confirm that the acetabular cup and modular head were removed and replaced. There has been no reported revision procedure for the left hip. Additional information received in the patient's revision operative report further noted the patient had previously had four dislocations caused by patient tripping and falling and has undergone closed reduction for them. During the revision, significant amount of clear yellow fluid in the fascia and significant synovial lining a pouch surrounding the single cavity joint were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-01049 & 2014-00725 / 00727).